Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that monitor in the room is not working. Review of the system log file showed that video switch reconnection failure resulted in the system monitor in the room is not working. Fse troubleshooting actions showed a problem with the power supply. The fse replaced the power supply and installed new power supply on system and disposed of old power supply. After replacement of the power supply the system was returned to use in good working .

Event description:
It has been reported to philips that the monitor in the room was not working. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the monitor was out. Troubleshooting actions showed a problem with the power supply. The fse replaced the power supply and returned the system to use in good working order. Philips has continue to investigate of the complaint.